Manufacturer narrative:
Method: since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported lot number. There were no non conformance issue(s) with this production lot. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while the surgeon was taking down the internal mammary, he was informed by anesthesia that the patient's pressure was dropping and eventually she was without a pressure. At the same time, the harvester was in the lower thigh doing evh. The surgeon opened the pericardium and saw that the heart was distended with air. He began open chest massage and the patient was given epinephrine. Tee showed massive amounts of air and no evidence of atrial septal defect. Evh was halted and the co2 turned off, patient placed in trendelenburg position and the CABG was completed without further incidence. The surgeon feels the patient should have no adverse outcome. The harvester finished the case by opening small additional incisions. The hospital did not report any further patient effects. The hospital indicated that the product performed fine and there was no malfunction. The product is not returning. Insufflator was at 10 mm/hg pressure and 5 1/m flow. Patient's condition is stable but slow to wake up. The harvester is very experienced. The lot number is unknown.